Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus element, mr, ous 3.50 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was within the maximum crimped stent profile measurement. The tip was visually and microscopically examined, and no signs of damage were noted. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks and a hypotube break 39.7cm distal from the distal end of the strain relief. A visual examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The 95% stenosed, 25mmx3.5mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50x28mm promus element stent was advanced for treatment. However, it was noted that the delivery shaft was fractured. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The 95% stenosed, 25mmx3.5mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50x28mm promus element stent was advanced for treatment. However, it was noted that the delivery shaft was fractured. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.